Event description:
It was reported that; blocker slipped out of screw head and was realized post surgery. A revision surgery has been scheduled to correct the issue.

Manufacturer narrative:
Catalog# 48551000. Method: complaint history review; risk assessment; results: manufacturing files were not reviewed because no lot number was provided. The stryker rep was not able to provide any additional information on the details of the original surgery or the patient health as this information was not available. Conclusion: the likely root cause is not determined due to lack of information and the part remaining implanted.

Event description:
It was reported that; blocker slipped out of screw head and was realized post surgery. A revision surgery has been scheduled to correct the issue.